Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA number: p050017/s006. Device evaluation: the zfv6-80-7-4.0 device of lot number c1780553 involved in this complaint was returned for evaluation, in the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6)2021. On evaluation of the device the stent was observed to be partially deployed approximately 1.0cm from the distal end of the outer sheath at the distal tip. The device flushed as expected but blood was observed flushing from the device. A 0.035 wireguide assed as expected. Approximately 1.0cm of the stent was partly deployed on return. The red safety lock was not returned with the device. As blood was observed while flushing the device additional confirmation was sought from the customer as to weather the device had made patient contact. The customer confirmed that the device had not made patient contact and the blood was as a result of blood being present on the or table. Document review: prior to distribution zfv6-80-7-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: a review of the manufacturing records for zfv6-80-7-4.0 of lot number c1780553 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1780553. There is no evidence to suggest the user did not follow the instructions for use (ifu0048-4). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to product handling. It is possible that the stent prematurely deployed while being handled after being removed from the packaging. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as the device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent switched out of the protective cover although is secured. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
PMA number: p050017/s006. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.